Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous, non-calcified gastric varix. A 7/2/100 occlusion balloon catheter was advanced for dilatation. During inflation, the balloon ruptured. The device was removed, and the procedure was completed using another device of the same model. Challenging patient anatomy, patient factors, and procedural factors were reported to have contributed to the event. There were no patient complications as a result of this event, and the patient remained stable.